Manufacturer narrative:
Device is still implanted. Revision surgery is scheduled. Device will be returned at the time. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
On (B)(6) 2010, the pt underwent the surgery with he g3 long nail. On (B)(6) 2011, the pt felt pain. The surgeon confirmed by x-ray that the nail was broken on the lag screw hole. Therefore, the surgeon is planning the revision surgery on (B)(6) 2012.